Event description:
Reference number (B)(4). Event occurred in colombia. It was reported on 18-oct-2024 that the patient encountered infusion set tubing detahment issue. The insertion site was at leg. The infusion set was in use for 3 days. This event had occurred on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.